Manufacturer narrative:
Correction: sections d1, d2, d4. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal drill hole for the lag screw. In this area significant material damage had weakened the web caused by misaligned drilling with the step drill; which presents an unintentional use error. Mechanical damages ¿ drill marks at and inside the proximal drill hole and around the initial crack ¿ had been caused by contact with the step drill. Such damage causes additional notch effects. The nail broke in fatigue manner after the implantation. The appearance of the breakage surfaces of the left web at lateral suggested that the nail breakage had its origin in this area (missing plastic deformation / lines of rest). Starting with an incipient crack the breakage progressed through the cross section. The breakage in the right web followed most likely with delay in a much quicker way with increased tensile load. General aspects: an implant will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. Temporary implants are designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. Based on evaluation of the device and the medical data provided, the root cause was attributed to a user related issue. Evaluation revealed that the present breakage of the nail was caused by intra-operative material damage during drilling, contributed by significant axial load application leading to a fatigue fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
The customer reports a breakage of a t2 arthrodesis nail. The patient suffers from pain in the right leg. Revision will be done / nail will be explanted on (B)(6) 2019.

Manufacturer narrative:
Previous follow-up report incorrectly referred to a "lag screw" in this section, however it should refer to a "locking screw".

Event description:
The customer reports a breakage of a t2 arthrodesis nail. The patient suffers from pain in the right leg. Revision will be done / nail will be explanted on (B)(6) 2019.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reports a breakage of a t2 arthrodesis nail. The patient suffers from pain in the right leg. Revision will be done / nail will be explanted on (B)(6) 2019.